Manufacturer narrative:
Analysis could not confirm the reported event; the device passed incoming functional test. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the epg (external pulse generator) gave 10 ppm (pulses per minute) higher than the set value. It was also reported the output problem was on 50, but only fell within +/- 80. The epg was returned for service. No patient complications have been reported as a result of this event.